Event description:
Event description cpi received information that during an attempted implant the implantable cardioverter defibrillator (ICD) was programmed to monitor + therapy mode. The patient was induced into ventricular fibrillation and the ICD did not charge and deliver therapy. The patient was externally rescued. Real-time markers noted ventricular fibrillation intervals were labelled by the ICD but no therapy was initiated. The device status was listed as 'off.'